Event description:
Boston scientific received information that this patient exhibited high pacing thresholds due to right ventricular (rv) lead dislodgement occurred during patient's routine follow-up. The rv lead was repositioned however, due to placement difficulty of the rv lead, patient's anatomy and condition, a septal place with good sensing was hard to find. Therefore, the rv lead was replaced. This rv lead was explanted and is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.